Event description:
The following was reported to davol: it was alleged that during a procedure using a ventralight st w/echo the balloon, detached from the mesh when putting the device through the trocar. Contact reported all pieces were accounted for. Another of the same device was used to complete the procedure successfully. As reported this did not result in pt injury.

Manufacturer narrative:
The davol device in question was returned for evaluation. In the as is received condition the balloon was found to be detached from the mesh. All components were present and found to be intact. After decontamination, the balloon was reassembled to the mesh. A simulated use test was performed and the balloon remained attached to the mesh. The balloon was then inflated and again the balloon remained detached to the mesh. Then, with the mesh side facing up as it would be in the body, the balloon was grasped and was pulled away from the mesh as it is designed to do. A review of the manufacturing records shows that the lot was manufactured to specification. At this time no defective conclusions can be made as to the cause for the problem experienced by the user.